Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual inspection, the complaint was confirmed. A probable root cause of this issue could be attributed due to excessive heat applied during sterilization. The investigation evaluation of the returned device will be completed under CAPA. A corrective action (CAPA) was initiated to assess a root cause of similar incidents, which is under investigation phase. Ref: CAPA# (B)(4). Device evaluation under CAPA.

Event description:
During a hernia surgical procedure, the heat shrink from the renew endocut scissor tip broke. The procedure and anesthesia time was extended by five (5) minutes. There was no harm to the patient. There were two renew endocut scissor tips used in this procedure. [Second MDR ref# 1223422-2017-00049].